Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the setscrews on the implantable cardioverter defibrillator (ICD) were unable to be loosened. The physician then cut the header down to the setscrews and noted both of the defibrillation terminal pins on the right ventricular (rv) lead were completely stuck and unable to be removed from the device's header. When the physician was cutting the rv lead from the header of the ICD, he cut through the right atrial (ra) lead. The ICD, rv and ra leads were explanted and replaced. No adverse patient effects were reported.